Event description:
A physician reported a pt was treated on 7/9/96 in the vermillion borders, oral commussures, and nasolabial folds. Immediately after the treatment, the pt noted "little bumps" at the vermillion border treatment sites. On 7/22/96, she presented with "bead-like papules" at the vermillion border treatment sites which the physician believed was collagen placed too superficially between the epidermis and dermis. The physician made a stab incision and tried to express some of the collagen implant. She instructed the pt to frequently massage the area.